Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. A 3.00x12 mm taxus express2 drug eluting stent was placed in a lesion located in the proximal left anterior descending (lad) artery. Two months post the initial procedure, the patient presented with a myocardial infarction. A 3.5x12 mm maverick balloon was used to open up the blockage and removed thrombus. The patient was brought back two days post this intervention to perform an ivus procedure and see what caused the stent thrombosis. Ivus showed the 3.00x12 mm stent was implanted into a 4.75 mm vessel. The stent was then post dilated with a 4.0 mm quantum balloon, expanding the stent to 3.75 mm. No patient complications were reported. Patient status reported as "fine". Add'l info was requested but not provided.